Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-00041. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2018 during which the existing leads were repositioned. Effective stimulation was established post-op.